Event description:
She noticed a small plastic piece near by the tip of needle, and as a result, she was unable to inject the medication to the consume [device issue], missed dose [product dose omission issue] . Case narrative: this spontaneous report concerns of events of device issue and product dose omission issue in a male patient (age and race not reported) from the united states. The patient's age at the time of experience was not reported. On 21-nov-2024, amneal pharmaceuticals received information from nurse via a telephonic call concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). On (B)(6)2024, the patient was being treated with epinephrine auto-injector 0.3mg (lot no: g230808x, expiration date: apr-2025, serial number: (B)(6), ndc: 0115-1694-49) via intramuscular route for anaphylactic reaction. Concurrent conditions include anaphylactic reaction. Concomitant medications, medical history, history of procedures and surgeries were not reported. History of allergies, history of smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. On an unknown date in 2024, received a sealed medication box from pharmacy wholesaler and on (B)(6)2024, during use for anaphylactic reaction she noticed a small plastic piece near by the tip of needle, and as a result, she was unable to inject the medication to the consumer, due to this patient experienced with missed dose. Further she did not confirm whether she used the second epinephrine from this medication box to the consumer. Last action taken with epinephrine in relation to device issue and product dose omission issue were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue and product dose omission issue were unknown. The reporter assessed the causality of events of device issue and product dose omission issue as not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on 10-dec-2024. New information received includes qa investigation report, attached with this case. On 21-nov-2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g230808x, ¿noticed a small plastic piece near the tip of needle¿. The investigation complaint sub-type based on the complaint information was determined to be ¿sheath not removed by sheath remover¿. A cmo pfizer investigation was not warranted as the complaint was related to the assembly and packaging at the cpo phillips (pmm). Phillips performed an investigation of the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint (B)(4) and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There has been no other complaint reported for lot g230808x for the past 24 months. There have been thirteen (13) other, similar complaints reported in the complaint category ¿sheath not removed by sheath remover¿ in the past 24 months. None of the 13 similar complaints were attributed to the manufacturing process or components. Based on the retain review and testing, the retain conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was returned on (B)(6)2024 and inspected on the same day, from the sample return kit provided by impax - amneal. One (1) 0.3 mg auto-injector was returned, which included a sample from lot g230808x exp apr 2025. One (1) auto-injector was returned. Sample was received in its 0.3mg carton identified as lot g230808x. The sample was not stored in its case. The device had been fired and the needle sheath was protruding from the red needle end. The sheath was affixed to the device and approximately 0.3ml of solution was present inside of the sheath, this was evidence the sheath was not removed by the user. The safety cap and sheath remover and carrying case were not returned. The sheath was visually inspected, and no defects were observed. As the sheath remover was not returned, a surrogate sheath remover was placed over the sheath for functional testing. It was confirmed all petals were placed on the underside of the sheath bulb tip. The sheath remover was grasped with thumb and forefinger over top the rib area of the sheath and pulled away from the device as per the instructions for use (IFU). The sheath remover removed the sheath with minimal force. The sheath remover was not returned, as such it could not be ruled out as a contributor to the reported complaint. The needle was examined under magnification and no skin tissue or red residue was observed on the needle; lack of residue is evidence that the auto-injector had not been administered to a patient. The needle was projecting from the red nose cap at 0.5030" (met specification 0.4-0.6"). The firing mechanism was inspected, and no defect was observed. The spring release tines were not in contact with the firing bushing, in addition the adjustment screw was against the stop collar, evidence the device had been fired and delivered a dose. The sample was inspected, and no defects were observed. All internal components were present. Based on the complaint sample evaluation of the reported complaint "noticed a small plastic piece near the tip of needle" was confirmed as the sheath remained on the device. However, during functional testing, the surrogate sheath remover was capable of removing the sheath, as such, is not considered a malfunction since it was able to be removed per the IFU instructions. The sheath remover was not returned, as such it could not be ruled out as a contributor of the reported complaint. A definitive root cause related to user error or device malfunction could not be determined as the sheath remover was not returned. However, there is potential user error for not following the IFU for removing the blue caps as functional testing confirmed the sheath was capable of being removed by the surrogate sheath remover. There were no defects observed with the returned complaint sample which would have prevented the user from removing the sheath with the sheath remover. The IFU was reviewed. Per the IFU ¿pull off both blue caps. You will now see the red tip.¿ there is an illustration showing the pen with the sheath remover and sheath removed, only the red tip is visible. For the sheath remover there is an image of the sheath remover with sheath. As there are adequate instructions for preparing the device and the complaint sample confirmed the sheath remover was capable of removing the sheath, the IFU was not causal of the reported complaint. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g230808x for the complaint category ¿ ¿sheath not removed by the sheath remover¿, for the reported complaint determined the manufacturing, assembly or packaging did not contribute to the reported complaint. All in-process and final release criteria were met for the lot manufactured at phillips-medisize. There has been no other complaint reported for lot g230808x for the past 24 months. A retain review was performed and the product conformed when functionally tested. The complaint sample was inspected, and the reported complaint was not substantiated. A definitive root cause related to user error or device malfunction could not be determined as the sheath remover was not returned. However, there is potential user error for not following the IFU for removing the blue caps as functional testing confirmed the sheath was capable of being removed by the surrogate sheath remover. There were no malfunctions observed during the complaint sample inspection or functional testing of the samples. The IFU was reviewed and determined adequate for removal of the blue caps. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device issue and product dose omission issue were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue and product dose omission issue were unknown. The reporter assessed the causality of events of device issue and product dose omission issue as not reported. This case was considered as serious. The reportability of this case was expedited. This case has aepqc associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
She noticed a small plastic piece near by the tip of needle, and as a result, she was unable to inject the medication to the consume [device issue]. Missed dose [product dose omission issue]. Case narrative: this spontaneous report concerns of events of device issue and product dose omission issue in a male patient (age and race not reported) from the united states. The patient's age at the time of experience was not reported. On 21-nov-2024, amneal pharmaceuticals received information from nurse via a telephonic call concerning above-mentioned event experienced while on amneal's twinject (epinephrine auto-injector). On (B)(6) 2024, the patient was being treated with epinephrine auto-injector 0.3mg (lot no: g230808x, expiration date: apr-2025, serial number: (B)(6), ndc: 0115-1694-49) via intramuscular route for anaphylactic reaction. Concurrent conditions include anaphylactic reaction. Concomitant medications, medical history, history of procedures and surgeries were not reported. History of allergies, history of smoking/alcohol consumption, recreational drug use and laboratory tests were not reported. On an unknown date in 2024, received a sealed medication box from pharmacy wholesaler and on 20-nov-2024, during use for anaphylactic reaction she noticed a small plastic piece near by the tip of needle, and as a result, she was unable to inject the medication to the consumer, due to this patient experienced with missed dose. Further she did not confirm whether she used the second epinephrine from this medication box to the consumer. Last action taken with epinephrine in relation to device issue and product dose omission issue were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue and product dose omission issue were unknown. The reporter assessed the causality of events of device issue and product dose omission issue as not reported. This case was considered as serious. The reportability of this case was expedited.